Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/4/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected; however, marks were noted on the body needle. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture piece was examined; and one extreme was noted to be cut, probably caused by a surgical instrument and the opposite extreme a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. Besides that, body fluids on the strand were noted as well. As per the returned conditions of the sample, no functional test was performed. The other section of the suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: no patent consequences was there. Doctor itself has reported the issue and is asking the reason for the credibility of the product. He is really concerned about using our sutures in future.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please explain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6) 2025 and suture was used. During the procedure, while doing tkr when the suture foil was opened doctor found that the suture and needle where depleted from each other. Also, after opening other foil while doing the knotting the suture was breaking after tightening the knot. They have submitted the suture foil where the needle got depleted. No adverse patient consequences were reported. Additional information was requested.